Event description:
On (B)(6) 2005, I underwent a right total hip arthroplasty. I rec'd a depuy hip system consisting of a pinnacle cup size 60 mm, with 36 mm x 60 mm metal liner, an aml small stature femoral stem, and a 36 mm +12 femoral head. Soon after this surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my thigh and right hip area. I also feel extreme discomfort when walking, standing, or sitting for periods of time. Dates of use: (B)(6) 2005 to (B)(6) 2013 and (B)(6) 2008. Diagnosis or reason for use: right hip degenerative joint disease.